Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by an unidentified individual of tahoe forest hospital.

Event description:
It was reported via repair work order that there was no power to the bed due to power cord was unplugged from the power inlet on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.